Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned minicap transfer set, the light blue mainbody of the transfer set was found to be cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. A gross visual inspection and inspection using magnification were performed and identified a cracked mainbody. Functional testing of the device included leak testing, clear passage testing, and clamp function testing and found issues unrelated to the cracked mainbody. The reported issue was verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.